Manufacturer narrative:
The device was evaluated by olympus. The insertion tube braids or bending mesh protruded outward. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cyf-vh, cysto-nephro videoscope to olympus for repair due to a report that the device did not pass the "leakage test." Upon inspection and testing of the returned device, it was found that the insertion tube braids or bending mesh protruded outwards. This report is submitted due to the insertion tube braids or bending mesh protruded outwards. As this problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 16-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the metal popping out of the insertion part was caused by stress, handling, or other factors. The event can be detected by following the instructions for use which state: "holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section." Olympus will continue to monitor field performance for this device.